Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The reported malfunction was observed during review of the device's activity logs. However, the device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device was replaced for the customer as an accommodation. It's important to mention that the pads used during the time of the event was not returned for evaluation as part of the investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient during cardiac arrest, after one successful shock, the patient was noted to be in ventricular tachycardia and on the attempt to shock the device displayed a "defib/pacer failure" message. The device was re-started in an attempt to clear the message and the device failed the power on self-test for defib and pacer functions. Complainant indicated that the clinician obtained another device to continue treating the patient. However the rhythm returned to pulseless electrical activity. Complainant indicated that due to the patient current clinical status the patient's family discontinued efforts to resuscitate and the patient was transitioned to comfort measure only.